Event description:
After pt delivered infant unable to deflate foley catheter bulb. ER physician cut the catheter about midway. Still inable to remove the catheter. Physician pushed 18cc saline into balloon via cut catheter and balloon repressed foley then removed.